Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that shortly after implant, an x-ray showed that the extravascular (ev) lead tip was slightly leaning toward the patient's right compared to the x-ray at implant. The upper and lower parts did not change in appearance. At the time of an outpatient visit, episodes of noise and p-wave oversensing were present. The noise was considered to likely be diaphragmatic potentials. Reprogramming the oversensing prevention was performed and the ev lead remains in use. The physician felt that this was possibly be related to the anatomical reasons and lead placement position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.